Manufacturer narrative:
Additional information: the procedure was completed. Product analysis: the balloon returned deflated. The balloon folds were expanded. There was no stretching evident to the proximal balloon bond. There was no deformation evident to the distal tip. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the distal section of the balloon material. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material directly above the distal markerband. There was no lead in scratches evident proximal or distal to the tear site. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image shows a lesion in the mid lcx/om bifurcation. The balloon is delivered to the lesion and pre dilated. An image shows the lesion following pre dilation and further pre dilations being performed. An image shows a stent being delivered to the lesion and further pre dilations of the proximal lcx. The stent visible in the previous image was not deployed. An image shows a balloon delivered to the lesion in the distal lcx and an attempt was made to inflate. The balloon appears to partially inflate with contrast suggesting a balloon burst occurred. An image shows the treated lcx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, a euphora rx ptca balloon catheter was used to treat a lesion. It was reported that the balloon was inflated to 11atms and burst. No patient injury reported.